Event description:
The facility reported a fail code 500. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although attempts were made by baxter, details were not available regarding add'l contact info or pump programming. The hosp rep stated that there have been no reports of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
Eval summary: the customer's reported condition of fail code 500 was confirmed.